Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implant procedure, the physician was unable to tighten the set screw on the neurostimulator down on the lead. A new neurostimulator was then implanted and the patient did fine. If additional information becomes available, a follow-up report will be sent.